Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pacing impedance values consistent with those at implant on their right ventricular (rv) lead. Upon interrogation, it was noted that there were intermittent low pacing impedance values on the same lead. No intervention took place at this time and it was decided that the lead would continue to be monitored. The patient was in stable condition.